Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation) and h6 (medical device problem code). Evaluation results: zoll medical italy evaluated the device and the device performed to specification. The device was put through extensive testing including functional testing, using the retuned accessories, without duplicating the report. The device was recertified and returned to the customer. The customer's report was unable to be observed. However, review of the log showed the device turned on in AED mode. The user connected external paddles to defibrillate the patient. Per the x-series operator's guide automatic and user-activated analysis of a patient's ECG can be performed only when hands-free therapy electrodes are connected and making good contact with the patient. The device kept prompting "use pads" during every analysis attempt. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.